Event description:
It was reported that the device withheld therapy until the rhythm exceeded than the supraventricular tachycardia [svt] limit and then an appropriate shock was delivered. It was also reported that because the device withheld therapy, the patient passed out. The patient also took "longer than normal to come around" after the event. The physician believed the patient experienced encephalopathy because the patient's "brain was stressed." The device was reprogrammed and remains in use. The patient was reported to be doing well and was "mentally intact." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.